Manufacturer narrative:
Investigation found that the pump passed volumetric accuracy test within +/-5% spec. The complaint could not be duplicated.

Event description:
Customer stated that the pump will not pass flow rate accuracy test, it under delivered by -5.9% at a rate of 125 ml/hr.